Event description:
A malfunction was reported on the customer's pump with malfunction code 8. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to continue using the current pump while considering an alternate method for insulin delivery if necessary.